Event description:
During sheath removal, approx 2 in of the distal end of the sheath was sheared off and remained in the pt's groin. Pt remained alert and oriented times 3. Pressure at site maintained. Pt transported to special procedures in radiology and under fluoroscopy the fractured end was indentified at the level of the aortic bifurcation. A vascular snare was used to retrieve the body without difficulty.